Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that during a correlation study the following readings were obtained on a neonate patient using the inform system, compared to a lab result, within 10 minutes: 91 mg/dl (inform) and 72 mg/dl (lab). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.